Event description:
It was noted that the patient lost therapeutic effect "a couple of weeks ago" despite no reports of falls or trauma. The patient reportedly had stimulation for unilateral arm and hand pain. There were reportedly out of range impedance values displayed. There were low impedances on several contacts (1-3, 12-13, and 23). The high impedances displayed were notably expected since the patient did not have a lead in contacts 4-7. It was noted that the patient had the implantable neurostimulator (ins) in the front abdomen so the lead-extension length was long. It was noted that reprogramming was not helpful in reestablishing any stimulation. Additional information received five days later reported that the impedance values were noted to have been "probably due to a short situation within the lead." It was noted that the patient was unable to feel "any kind of stimulation at any level of amplitude." It was noted that the doctor planned to possibly revise the system if possible or refer the patient to a neurosurgeon for revision. It was noted that the patient had a return of pain symptoms due to lack of stimulation therapy. It was noted that the revision was still pending. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 74002, lot# n247747, implanted: (B)(6) 2010, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3887-28, lot# l74630, implanted:(B)(6) 2000, product type: lead. Product ID: 3887-28, lot# l74630, implanted: (B)(6) 2000,: product type: lead. (B)(4).

Event description:
Follow up information received reported that patient was to have a stimulation trial on (B)(6) 2014. It was noted that even though a ¿non-working¿ implantable neurostimulator (ins) was in the patient, the physician wanted to trial them to determine if the system is worth revising. The physician wanted to also see if the patient can be revised with a percutaneous lead instead of a surgical lead. It was reported that if the physician was unable to thread the percutaneous lead for the stimulation trial, they would refer the patient to neurosurgery to do a revision with a surgical lead. Additional follow up information received 15 days later reported that the stimulation trial ¿went great¿ and was successful. The patient was scheduled for a revision but the date had not been set as the surgery required prior authorization. If additional information is received, a follow up report will be sent.